Manufacturer narrative:
The event was confirmed by the technician through visual inspection. The device collar had separated from the device as the loctite holding the set screw had failed, which can cause or contribute to the reported failure. The device was placed in parts retention.

Event description:
It was reported that the collar broke off of the synthes reamer during a procedure. The procedure was completed successfully with a back up device. It was confirmed that no fragments fell into the surgical site. There were no patient or user injuries, and no adverse consequences.